Event description:
It was reported that this patient underwent a revision surgery, during which the pacemaker was explanted and replaced due to an unspecified anomaly. No additional adverse patient effects were reported. This pacemaker has not been received for analysis.